Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the compressor is noisy. Associated malfunction for this device: heat exchanger had a pin hole. Per repair statement the unit had low o2 or yellow light.